Manufacturer narrative:
Eval summary: no x-ray has been provided. Also, no surgery reports along with report from her follow-up visit have been provided. No info is available about pt's activity level and previous medical condition. No cause analysis can be determined based on the info provided. No product was returned. The device history record has been reviewed for the parts except the shell and found to be conforming. It is also not known which shell was used during surgery. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt is presenting with pain.